Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011; inratio: 3.3. Date: (B)(6) 2011; inratio: 5.5; retest inratio: 3.5; retest inratio: 3.3. Pt's target therapeutic range is 2.0-3.0. First two results done at 7:10am within 5 mins of each other. Final result was done while on the phone with technical services shortly thereafter.

Manufacturer narrative:
Investigation pending.